Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, metal shavings emanating from two shaver blade instruments were observed falling into the pt's joint space. For whatever reason, the debris was not removed from the body. The case was concluded successfully without further issue or harm to the pt. See also associated MDR 1221934-2007-00378.

Manufacturer narrative:
We are awaiting the return of the complaint devices towards conducting a root cause failure analysis. Upon completion of our evaluation, our conclusions will be reflected in the follow up report.